Manufacturer narrative:
The unexpected restart alarmed during unexpected restart alarm test due to broken solder joints c13. The pump was received with cracked battery tube thread, cracked reservoir tube lip, and cracked case near display window corners noted.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states that their device is completely dead. The customer states they have received frequent unexpected restart alarms, and now device does not function without resetting itself. The customer's blood glucose level at the time of incident was 170mg/dl. It was reported that the device would be replaced and returned for analysis.